Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing beep tones from the device. The patient presented to the hospital and upon device interrogation it was identified that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. This device was explanted and returned for analysis. [If your device is included in the low voltage cap advisory, add: boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing beep tones from the device. The patient presented to the hospital and upon device interrogation it was identified that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. This device was explanted and returned for analysis.